Manufacturer narrative:
Model number/catalog number: sc-2158-50, serial number: (B)(4), batch/lot number: 21096919/2000021870, model/catalog description: linear lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein additional leads where implanted. The patient was doing well postoperatively.